Manufacturer narrative:
Initial reporter address and phone # were not provided.

Event description:
The advocate stated the customer received a blood glucose reading of approximately 500mg/dl from her non-bayer meter and a reading of 146mg/dl from the breeze2 meter. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The customer strips were returned for evaluation. Replacement test strips were sent to the customer.